Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that at the first fitting, the pt presented with facial stimulation. Another surgery was performed in order to put a retaining wall between the electrode and the facial nerve. When the pt was fitted after the second surgery, he had no access to sound.